Event description:
Information received from the intreped clinical database. Treatment of a midline unruptured basilar sidewall fusiform aneurysm measuring 11.6mm x 10.9mm. It was reported that the patient underwent pipeline embolization involving 2 telescoping pipelines on (B)(6) 2009 and experienced headaches, nausea, and vomiting four days post procedure. The patient was discharged with tapering doses of decadron and ibuprofen. It was reported that the patient's condition resolved on (B)(6) 2009.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The devices involved in the event will not be returned as they were implanted in the patient. The other device involved in the event is as follows: model: fa-77350-16 / lot: not reported / dom: n/a / exp: n/a (B)(4).